Event description:
Patient admitted for left anterior/lateral orbitotomy with removal of bone for decompression. While using the midas tex drill bit with am8 burr to remove the lateral orbital wall, the midas rex drill bit broke in two equal pieces. Both pieces were recovered from the oeprative site.